Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('are two pieces of surgical hardware, a metal wire and a metal coil.') In an adult female patient who had essure inserted for female sterilisation. The patient's medical history included sterilization, fever, pelvic pain female, genital bleeding, paratubal cyst and pelvic pain. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laproscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: mdlc no: filed-not in mdlc. There were three coils into the uterine cavity after removal of the insertion device. It was removed easily and three coils were again noted in the uterine cavity. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-dec-2020: mr received: event: 'medical device removal' was replaced by 'there are two pieces of surgical hardware, a metal wire and a metal coil'. Medical history, removal date, patients date of birth, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed: yes') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: mdlc no: filed-not in mdlc. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Cluster ID was added. Event injury nos replaced with new event "medical device removal". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.